Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery and no delivery alarm after bolus. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.